Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the high impedances were not determined. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient stated he was unable to turn up programs a <(>&<)> c. Patient reported that he fell in august and september and that had a couple of near falls recently. Impedance check revealing that contacts 9 <(>&<)> 14 were > 40k and not to be used. The rep programmed around contacts 9 <(>&<)> 14 and was able to recapture the patients painful area. Issue was resolved at this time. No further complications were reported/anticipated.